Event description:
It was reported to nova biomedical that a consumer received a result of 543 mg/dl on blood glucose meter. The consumer was not feeling well so he called for medical intervention. The emts arrived they transported the consumer to the hospital. The consumer was treated with insulin and released. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips reported in this event will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.